Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver bupivacaine (6.0 mg/ml at 2.9090 mg/day) and morphine (20 mg/ml at 9.697 mg/day). The indication for use was non-malignant pain. On 2016-04-27 it was reported that the pump was alarming or beeping. It was reported that the pump was empty and the patient wants the pump shut off. It was noticed that the healthcare professional did not turn pumps off because they were afraid the patient would go through withdrawal so they had turned the pump down low. Initially the patient heard the pump alarm starting april 12 or 13 every 12-14 hours and it was similar to a critical alarm, now the patient hears the alarm every 4-6 hours and it is a "beep-beep." The patient mentioned that they feel like the pump was not working but they feel like they get "immune" to the drug. The patient wants to turn the pump off and then turn it back on in the future when they are no longer immune to the drug. The patient noted that they will call their hcp and have the pump filled with saline. On (B)(6) 2016 the patient reported that the hcp cannot turn the pump off and the patient has to have the pump removed. The patient does not want to have surgery and just wants to have the pump turned off. Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. The hcp reported that the patient checked themselves out of the clinic against medical advice (ama) on (B)(6) 2016. At that time the patient refused to refill the pump with medication or saline. The patient was offered to be referred for explant when the called about a week after signing out ama and has refused the referral offer. The pump alarm had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.